Event description:
It was reported that the customer had an issue with her esc and act buttons sticking. Customer stated that buttons were intermittently. Customer's blood glucose level was 221 mg/dl. Customer stated that she has never seen the numbers scroll up and not stop when programming a bolus. Customer stated that this has been happening over the last month or so and has gotten worse. Customer stated that it took three presses before the esc button worked. Customer has not received a button error alarm. Customer changed her battery even though she had full bars on her battery indicator. Customer's buttons still stuck and did not work right away. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No unexpected scrolling numbers noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.